Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n067032, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v104403, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported that she had a staph infection six weeks post operatively. In 2010 the patient was reimplanted and it worked great. Follow-up is being conducted to determine patient symptoms, diagnostics, actions/interventions, troubleshooting, and cause. If received a supplemental report will be submitted. Indication for use included other chronic/intract pain (trunk/limbs).